Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope camera head and light cord were attached to endoscope during case setup. The picture was very dark on the video monitor and harvester was unable to see effectively to perform evh. Video equipment settings were verified without improvement of the image. A second endoscope was opened which had resulted in similar results. The harvester abandoned evh since there was no other endoscope available and harvested the vein in an open fashion without further difficulty. No patient injury reported.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 03/31/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed on (B)(6) 2021 with an endoscopic video imaging system. A clear image was unable to be obtained. The top part of the image was observed to be blurry. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope camera head and light cord were attached to endoscope during case setup. The picture was very dark on the video monitor and harvester was unable to see effectively to perform evh. Video equipment settings were verified without improvement of the image. A second endoscope was opened which had resulted in similar results. The harvester abandoned evh since there was no other endoscope available and harvested the vein in an open fashion without further difficulty. No patient injury reported.